Event description:
It was initially reported that during an appointment, the mother inquired about the pt's magnetic activations. When the nurse practitioner tried to bring up the magnetic history on the handheld computer, no info came up. The nurse then said that they tried swiping the magnet but still nothing came up on the screen under magnet history. During troubleshooting with the MFR, it was discovered that the handheld computer's date was set to 2002. The date was changed at that time to the correct year. When the nurse tried to review the pt's magnet history by searching with the pt's generator serial number, it showed two different pt's initials. The nurse was unable to find the pt's info in the handheld computer. Good faith attempts to obtain additional info have been unsuccessful to date.